Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the filter was extruded from catheter, but did not open. The filter remains lodged in the vessel wall. A second greenfield vena cava filter was implanted to successfully complete the procedure. No pt injury or complications were reported. Additional info has been requested regarding this event.